Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 12 mm xience v (B)(4) is being reported under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2010, a 3.5 x 23 xience v stent was implanted in a 99% stenosis in the mid right coronary artery (rca). A 3.5 x 12mm xience v stent was implanted in an in-stent restenosis of a non-abbott drug eluting stent in the proximal rca. Post-dilatation was performed on both stents and the procedure was completed. On (B)(6), the pt was hospitalized due to ischemia of lower limb. On (B)(6), angiography was performed, at which time occlusions were observed in the peripheral vessels and thrombosis was observed in the 3.5 x 12 xience v stent, which was deployed in proximal rca. Percutaneous peripheral intervention was performed; however, there was no treatment performed in the coronary as the pt had no chest pain. On (B)(6), a 3.5 x 23 xience v stent was deployed in proximal rca due to the thrombosis in the previously implanted 3.5 x 12 xience v stent. At this time, the 3.5 x 23 xience v stent in the mid rca was observed to be 90% re-stenosed; therefore a 3.0 x 12 xience v stent was deployed in mid rca to complete the procedure. The pt condition is stable. No additional information was provided.